Event description:
On (B)(6) 2024, it was reported by a sales representative via (B)(4) that an ar-13999mf fastpass scorpion jaw will not close. This was discovered during a procedure, with no reported patient harm. Additional information was received on 7/30/2024: this was discovered during a rotator cuff repair procedure on (B)(6) 2024. The case was completed using a different scorpion device with a delay of about five minutes.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Complaint allegation is not confirmed. One unpackaged ar-13999mf serial/batch number (B)(6) was received for investigation. Functional testing was performed and found that the device works as intended, the needle was able to fire through and the window grabbed the suture. Visual inspection noted no problems with the device.